Manufacturer narrative:
(B)(4). Cough.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for disopa solution for the problem of respiratory reaction and allergic symptom did not reveal a significant trend. Batch record review of disopa was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user allergic symptoms and respiratory reaction is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. There was no product returned and the lot number was not available for retain evaluation. As stated in the cidex opa (same as disopa) msds, exposure to cidex opa (same as disopa) may elicit an allergic reaction. Inhalation of vapor may cause asthma-like symptoms (chest discomfort and tightness, difficulty with breathing) as well as aggravate pre-existing asthma or bronchitis condition. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The cidex opa IFU states to use cidex opa solution in a well-ventilated area and in closed containers with tight-fitting lids. When disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb opa from the air.

Event description:
A healthcare worker in (B)(6) reported asthma like symptoms and a cough while working with disopa in the endoscopy room. Employment began in (B)(6) of 2011. The cough started in (B)(6) of 2011. On (B)(6), 2011, the hcw sought treatment; however, the doctor did not diagnose the symptom as asthma. The healthcare worker (hcw) temporarily ceased work in the endoscopy room. However, she restarted to work in the endoscopy room again on (B)(6), 2011. She experienced the cough again and sought medical attention. The doctor did not make a definite diagnosis. It was reported that the doctor stated the diagnosis was unspecified but possible that the symptom was an allergy to chemicals by hypersensitivity or was asthma induced by chemicals. The drug prescribed was a symbicort inhaler. The hcw still uses the drug on (B)(6), 2011. Disopa was used for disinfecting endoscopes in two trays with lids. Acecide (peroxyacetic acid) was also used in the endoscopy room with an automatic endoscope reprocessor. There are windows and ventilating facilities in the room, and the room was ventilated periodically. The hcw wore gloves, mask, and gown at the time of event.